Manufacturer narrative:
Device evaluated by MFR.: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Same case as MFR #: 2134265-2011-00240. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in a severely tortuous left anterior descending (lad) artery. During platforming of the 1.5mm rotalink burr, the mid portion of the rotawire guide wire fractured. The procedure was completed with another 1.5mm rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is good.